Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, t1 and t2 deployed simultaneously. Both anchors were successfully removed from the patient. The procedure was completed with a competitor's device. No patient injury or complications were reported.

Manufacturer narrative:
The device has all been autoclaved and is damaged (melted) beyond capability to functionally test. All three devices have bent and/or twisted needles. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. With the damages noted, root cause for this complaint cannot be confirmed.